Manufacturer narrative:
H.6. Investigation: one picture sample was received for evaluation by our quality engineer team. Based on an evaluation of the provided picture, the reported defect of tubing kinked could not be identified. A device history record review was performed for the provided lot number. The review did not reveal any abnormalities during the production process and all quality tests were found to be within specification. Based on the investigation results, a cause for the reported incident could not be determined. There are current quality controls in place to detect this type of defect during the production process.

Event description:
It was reported that 12 bd q-syte tri-extension sets 15 cm (6 in) 2.25 ml experienced product damage with the device still considered operable, and flow issues which were noted prior to use. The following information was provided by the initial reporter: lumen was kinked in q syte macro bore tri extension. The common lumen in the extension of q syte macro bore tri extension was seen kinked while was in the package. They are complaining of flow issue in those units who were kinked.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd q-syte tri-extension sets 15 cm (6 in) 2.25 ml experienced product damage with the device still considered operable, and flow issues which were noted prior to use. The following information was provided by the initial reporter: lumen was kinked in q syte macro bore tri extension. The common lumen in the extension of q syte macro bore tri extension was seen kinked while was in the package. They are complaining of flow issue in those units who were kinked.